Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump's black box showed no evidence of voltage fluctuations, excessive battery usage or voltage drops prior to the complaint date. The slot on top of the battery cap was damaged. The battery cap threads were also damaged. The pump's current draws were within specifications. There was no evidence of excessive pump temperature duplicated during investigation.